Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 43 bursts of inappropriate anti-tachycardia pacing (atp) and seven electric shocks for what appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). Technical services discussed reprogramming options. Device remains in service. No additional adverse patient effects were reported.